Event description:
It was reported that the patient presented in hospital after receiving a vibratory alert for high, out of range, high voltage lead impedance. The vibratory alert was turned off. The patient will be monitored more frequently. Device remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.